Event description:
Related manufacturer report number: 2017865-2022-15093. It was reported that the patient presented for routine generator change on (B)(6) 2022. During the procedure, the physician attempted to attach the new device but noted that the right ventricular (rv) insulation was degrading or damaged. The physician decided to abort the procedure and reconnect the old device to the rv and atrial leads. However, once the atrial lead was connected to the device the capture threshold was higher than previously measured. No further interventions were made. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 september 2014.